Manufacturer narrative:
(B)(4). The device was returned and an evaluation is complete. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A visual inspection was performed with the naked eye and cracks on the rim of the minicap were noted. Functional testing was performed which included leak testing. The sample failed the leak test. The reported condition was verified. The cause was undetermined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a crack in a minicap. There was no report of patient injury or medical intervention. No additional information is available.